Event description:
Information received indicates the valve was abandoned at implant due to a tear noted in once leaflet. The valve was intraoperatively replaced with no additional consequence reported for the patient.